Event description:
The subject lead is associated to the ICD paradym (B)(4) (MDR: 1000165971-2012-00063), and it is the replacement lead associated to MDR: 1000165971-2011-00041. Inappropriate shocks were reported on (B)(6) 2012 due to oversensing. Reportedly, the shape of this oversensing suggested emi; this hypothesis was extremely probable because the pt, when he experienced the shock therapy, was touching the waterworks (plumbing). Severe similar noise episodes (not leading to inappropriate shock therapies) were present in ICD memories. Electrical measurements were normal and stable are also during provocative tests.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.